Event description:
Medtronic evera xt dr ICD generator model ddbb1d4 sn (B)(4) implanted (B)(6) 2015 with battery malfunction. Device is part of lot subject to "urgent medical device correction notice" with "potential for shortened rrt-to-eos" notification. Patient is 45 years old and completely pacemaker dependent (no underlying rhythm) with unscheduled remote transmission on (B)(6) 2022 with device at eos at 2.22v (rrt = 2.73v). Last in person device check on (B)(6) 2022 with 14 months estimated longevity and battery voltage of 2.87v. Patient required urgent hospitalization and expedited generator change which was performed on (B)(6) 2022. Device battery voltage even lower at 1.75v at the time of generator change, still capturing/pacing appropriately at time of generator change. If patient had not been remotely monitored and undergone timely generator change, patient would have died. What is unusual about this case is device bypassed rrt and first alert/alarm was at eos (end of service) even though medtronic report states this is rare for pacemaker dependent patient and medtronic states this is a shortened time between rrt and eos yet this patient bypassed rrt and presented with alert well past end of service (eos).